Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported by the regulatory agency that the patient experienced reactions involving chloraprep. Per (B)(4). Abdominal pain v.24.0. Anaphylactic reaction v.24.0. Anaphylactic reaction v.24.0. Anxiety v.24.0. Blood pressure abnormal v.24.0. Blood pressure increased v.24.0. Dyspnoea v.24.0. Erythema v.24.0. Eye pruritus v.24.0. Feeling hot v.24.0. Flushing v.24.0. Flushing v.24.0. Flushing v.24.0. Headache v.24.0. Headache v.24.0. Heart rate increase. Hypersensitivity v.24.0. Hypersensitivity v.24.0. Hypersensitivity v.24.0. Influenza like illness v.24.0. Influenza like illness v.24.0. Lip swelling v.24.0. Mouth swelling v.24.0. Nasopharyngitis v.24.0. Nausea v.24.0. Oropharyngeal pain v.24.0. Pain v.24.0. Pharyngeal swelling v.24.0. Pharyngeal swelling v.24.0. Pruritus v.24.0. Pruritus v.24.0. Rash v.24.0. Rhinorrhoea v.24.0. Skin burning sensation v.24.0. Urticaria v.24.0 660 days. Urticaria v.24.0. Vascular access complication.